Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 7.5 mg/ml dilaudid at 3.9493 mg/day via an implantable infusion pump for non-malignant pain and post laminectomy pain. It was reported that a motor stall was seen at the initial interrogation. The patient recently had a MRI and it had been more than 2 hours since the patient exited the MRI field. The MRI was unrelated to the device or therapy. It was reported at the time of the report it had been 2 hours and 15 minutes since the patient left the MRI field. No symptoms were reported. The patient had a MRI on (B)(6) 2019 and the stall recovered normally after that MRI. No further complications were reported.